Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the implantation of the shunt there were post operative and intraoperative complications that the patients experienced. Post operative complications such as choroidal hemorrhage, anterior chamber bleeding requiring ac washing, aseptic corneal ulcer, corneal perforation, bleb infection, corneal endothelium loss and bullous keratopathy. The intraoperative complications were inability to close the scleral valve, choroidal detachment, and low pressure maculopathy.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.10. No data regarding products identity was received i.e. No lots or serial numbers were indicated for the event therefore complaint history review, non-conformance review and DHR review could not be performed. Samples were not received at the manufacturing site for evaluation; therefore, condition of related products could not be evaluated. A root cause for the customers reported event could not be determined as no samples were received at investigation site. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. It was requested that representative with clinical expertise will review the study, it was conformed by clinical expert that "the slides list the clinical complications that occurred intra and post operatively with implantation of the device. It doesn't appear that any of the listed complications were due to a technical product malfunction". Also, it was confirmed through the sales rep by surgeon that "he considers that these complications were not device problems and/or health hazards". Study concluded that the "ex-press filtration surgery has a very low complication rate". The manufacturer internal reference number is: (B)(4).